Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was leaking occurred while in use with patient. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to MFR was 06-apr-2026. H3 and h6 were updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no damage or anomalies. Functional testing was performed, with no leakage or alarms observed. Although leakage could not be replicated during testing, it was confirmed by the residuals present on the returned sample. The probable cause of leakage is attributed to a temporary or complete loss of the hydrophobic properties of the filter vent material, likely resulting from an interaction with the infuscate during use.